Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that patient's list was not loading at the station due to configuration issue. A technical support specialist configured the maintenance services from disabled to automatic and subsequently initiated the device, resulting in a successful display of the patient list. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis anesthesia es system patient's list was not loading at the station. The customer reported that anesthesiologist could not provide proper care during procedures without the patient's information populated which caused delay in dispensing the medication and the drawers not being unlocked so user could not pull medications as normal. There were no adverse events or injuries reported based on this event.